Event description:
A customer reported receiving a "scan again in 10 minutes" message upon attempting to scan the adc freestyle libre 2 sensor. The customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. A reading of 47 mg/dl was obtained on an unspecified meter and the customer self-treated with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) and (expiration date) and section h4 (device mfg date) have been updated based on returned product and a device history record review has been added to the returned product investigation. Section d3 (email) and section g1 have also been updated to reflect current contact information. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message upon attempting to scan the adc freestyle libre 2 sensor. The customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. A reading of 47 mg/dl was obtained on an unspecified meter and the customer self-treated with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message upon attempting to scan the adc freestyle libre 2 sensor. The customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness. A reading of 47 mg/dl was obtained on an unspecified meter and the customer self-treated with sugar. There was no report of death or permanent injury associated with this event.